Manufacturer narrative:
(B)(4). The device was manufactured february 3, 2015 ¿ february 4, 2015. The device was received for evaluation. Visual inspection revealed white particulate matter floating in the bladder of the device. Fourier transform infrared spectroscopy identified the particle to be acrylic. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was white particulate matter in a large volume infusor. It was not specified when in the process this was noted. There was no patient involvement. No additional information is available.